Event description:
In early 2009, boston scientific corp was informed that during a procedure, when the resolution clip device was opened in the pt, there was only one jaw on the clip. The physician completed the procedure with another resolution clip device without any pt complications. Pt is "fine."

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.